Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the mid circumflex with moderate tortuosity and moderate calcification. Pre-dilatation was performed and the 3.5 x 18 mm xience v stent delivery system (sds) was advanced, but resistance was felt with the vessel, and the stent dislodged from the balloon and remained on the sds shaft. The stent became stuck on the calcified area of the lesion and could not be advanced or removed. The stent was deployed; however, only 70% of the lesion was covered and 30% of the stent was deployed in healthy tissue. Post-dilatation was performed and additional dilatation was performed on the area of the lesion that was untreated with the stent. The patient was discharged. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion and difficulty/resistance removing the device could not be replicated in a testing environment as they were based on operational circumstances. Stent dislodgement was confirmed. Based on visual analysis, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.